Event description:
Facility reported that a patient was being transferred from a bed to a chair by two cna's. While backing up, the sling slipped off of the sling bar. No safety latches were present. The patient fell to the floor and landed on head and right shoulder. Patient was taken to the hospital to be examined. Patient suffered bump to the head. The lift is still in service and is functioning properly. Cna's have been retrained on proper use of product.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.